Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "footswitch is having intermittent problems" (device stops intermittently). The facility purchasing agent reported the footswitch is having intermittent problems. The system was switched out and the cases were completed. No pt injury was reported.

Manufacturer narrative:
The facility ordered a new footswitch. The facility did not request service. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4)